Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer who was a non-healthcare professional reported that, following intraocular lens implantation surgery, according to the patient's son-in-law, the patient reported dissatisfaction with vision beginning at the first postoperative visit and continuing thereafter. The patient reported lack of crisp, sharp distance vision that appeared blurry despite improvement compared with before surgery, difficulty seeing objects at distances believed should be clear, such as clocks and digital displays approximately 15 feet away, limited satisfaction with intermediate vision, and increased dependence on glasses over time. The patient occasionally experienced ghosting and peripheral arcs of light and never wore glasses for distance vision, including at night, but routinely used glasses for reading and computer tasks. During visual acuity testing, the patient was able to identify the letters but disliked the quality and appearance of the image. The patient reported that vision initially improved following surgery but later became less satisfactory, resulting in greater dependence on glasses, and expected sharp, crisp vision from distance through intermediate ranges. The patient's primary complaint occurred in dim or dark environments, including difficulty reading illuminated digital displays in kitchen from across the room. The patient stated that vision was better than before surgery but did not meet expectations. The patient also reported little to mild starbursts that were always present but not bothersome and glare most of the time, described as mild to moderate in severity and only slightly bothersome. The surgeon did not believe the issue was related to a refractive miss and estimated that the patient was likely to see approximately 20/25 at distance for left eye and 20/20 for right eye. The surgeon also indicated that an yttrium aluminum garnet (yag) capsulotomy was unlikely to improve the patient's subjective visual quality and expressed concern about missing the opportunity to perform an explant if delayed. Based on the patient's strong desire for sharper distance vision and perceived intolerance to visual disturbances, the surgeon recommended intraocular lens (iol) exchange from a company lens to a non-company lens, stating that he believed the non-company lens would provide a more predictable distance outcome. The surgeon further noted that, although typically offset the refractive target with the non-company lens and planned a plano target in this case to maximize distance vision. No objective findings from the pre-explant assessment clearly explained the patient's subjective complaints. Pre-explant testing demonstrated good visual acuity outcomes, minimal refractive error, normal ocular surface findings, with minimal posterior capsule opacification (pco), and no significant abnormalities on imaging or diagnostic evaluation. At that time, planned regarding exchange of the right eye which was undetermined and were expected to depend on the visual outcome following the left-eye iol exchange. But post exchange in left eye with non-company lens the vision remained blurry. The exchanged left eye (non-company lens) was perceived as blurrier than the right eye, which still contained the company lens. Continued dissatisfaction with visual quality remained despite the exchange procedure in the other eye. And also little to mild starbursts and mild to moderate always present but was not bothersome and glare most of the time; mild to moderate severity; only slightly bothersome. There were two medical reports associated with the same patient. This report pertained to the right eye.